Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery anomaly on the insulin pump. Customer's blood glucose was 8.0 mmol/l at the time of the incident. Customer stated that she was off the pump for a while and then she reconnected yesterday. Customer's blood glucose values have not dropped. Customer stated that she is very insulin sensitive and it has not dropped too low. Customer stated that the insulin was not going into the body as the correct amount. Customer thinks that there is a delivery anomaly because, her blood glucose level was not dropping. Customer has a back-up plan of manual injections. Troubleshooting was performed and the customer's pump passed the displacement test. Customer agreed that the pump was operating as designed. Customer was advised to monitor the pump.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.